Manufacturer narrative:
During testing at the service center at power up, the device displayed a whitescreen error and sounded an audible alarm from the secondary beeper. Further testing found the device did not pass the sdram test, this was due to the som2 hardware module. The customer reported s136 (watchdog error-uic) malfunction alarm codes were not duplicated; however were noted in the device history. The probable cause was due to a depleted battery that supports the ram (random access memory) chip on the uic (user interface controller) printed circuit board. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with error code s136 (watchdog error). This did not indicate a reportable malfunction; however, during verification testing the device alarmed with a white screen error.